Manufacturer narrative:
On 02 may 2024 the bed passed quality control check. No faults were found. The arjo representative delivered the bed to the customer the same day and checked thoroughly that all side rails locked correctly. The correct action of the side rails locking mechanisms was confirmed by the nurse. The device evaluation conducted by the arjo representative following the event showed that the side rail was bent and the pivot pin (part of the side rail mechanism) was slightly out. It caused that the side rail was loose but both upper arms and the lower arm were still in place and no detachment occurred. Moreover, this issue did not impact the side rail functionality, it was still able to be locked in the upper position. From the above it seems the most probable that the side rail malfunctioned because it was incorrectly closed. The citadel plus instruction for use (IFU 831.374) instructs user to: ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ additionally, the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. The patient fell out of the bed and the bed frame was damaged, therefore the arjo device did not meet it's specification. The bed was in use by the patient at the time of the event. The complaint was assessed as reportable due to the allegation about the patient's fall.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that the ¿side rail is unstable and will not stay up¿. The arjo service technician visited the facility and was informed that the side rail locking mechanism failed while in use. Due to that the patient fell out of bed. No injury was reported. After discussion with the nurse, the bed was taken out of service for repair and replaced with another rental bed.